Manufacturer narrative:
(B)(4). This incident took place in germany. This case is considered as closed. If further information becomes available an update will be sent to the agency.

Event description:
(B)(4). Incident occurred in germany. Tentitive translation and summary: introducer broke during procedure. One part of the broken introducer could be removed, the other part remained in the patient. Physician decided to not remove the part remaining in patient.